Manufacturer narrative:
The complainant stated that within the same day of beginning use of cavicide, the employee experienced an asthma attack. The employee was taken to the emergency room where she received steroid medication to treat the asthma. She was able to return to work but avoided contact with cavicide. It was confirmed that the employee is now doing fine. The complainant did not return any of the suspected product to metrex research and no lot number was identified; therefore no evaluation of retain samples and no review of the manufacturing records could be conducted. No further investigation is possible.

Event description:
On (B)(6) 2011, a complainant alleged that after hospital work surfaces had been cleaned with cavicide, two employees experienced asthma attacks. One asthma attack required a hospital visit and the other asthma attack required the use of a previously prescribed inhaler. This MDR is the first of two reports.